Event description:
Pt receiving treatment utilizing varian capri disposable single-use treatment device in radiation oncology. Device has a soft foam core and 13 lumens/channels for the hdr brachytherapy source to travel within. Device is inflatable. Channel 1, the most distal channel, was not in the same location as all other capri's used. It was later discovered to be approx 1.0cm inferior of MFR specs. Pt was treated with this device and did not receive the prescribed dose to all parts of the tumor as would normally occur.